Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received analysis found internal abrasion at 18.5 cm to 18.9 cm from helix end. External abrasions were noted at 31.0 cm to 31.2 cm and at 34.5 cm from helix end, consistent with friction to another device. (B)(6) laboratory technician; (B)(6). No complaint received with return of device. Failure (event) o observed during analysis.